Event description:
Customer reported that a pt underwent c-section in 2009. The fascia reportedly opened one day following surgery after vomiting by the pt. The pt was returned to surgery where the surgeon observed that the suture broke. The pt was repaired and is reported as "stable."

Manufacturer narrative:
Conclusion code: if additional info is received, a supplemental will be submitted. A review of the batch manufacturing records was conducted. The review did not identify any non-conformances and the batch met all finished goods release criteria.